Event description:
We rec'd info from the (B) (6) that the customer has reported the following event: a pt underwent revision surgery due to a broken gamma nail in the area of the femur neck.

Manufacturer narrative:
Device will not be returned for eval. Add'l info has been requested and if rec'd, will be provided on a supplemental report.